Manufacturer narrative:
Product analysis: the everflex stent with entrust delivery system was received into medtronic investigation lab for evaluation. The device was returned within a bubble wrap mailing envelope, and loosely coiled within a sealed sterilization pouch. No procedural images were received for evaluation. The entrust stent delivery system, (sds), was received with the red safety locking tab and tube had been removed from the handle and not returned. The entrust sds was received loaded and locked up on an 0.018¿ compatible guidewire. The stent was exposed at the distal end of the sds catheter¿s outer sheath. The handle¿s safety tab cavity was examined the inner guidewire lumen exhibited no defect and the tungsten pull cable was not visible within the cavity. The thumb wheel was turned retracting the outer sheath to expose the rest of the stent and the distal tip of the inner guidewire lumen/pusher. Stringy sanguine residue was noted laced through the stent. The printed strain relief was removed from the handle to allow further examination of the handle assembly. The handle was split opened, the inner guidewire lumen was kinked within the handle proximal to the handle cavity, and the outer sheath was advanced into the handle but distal of the safety tab cavity. The pull cable remained attached to the outer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a everflex stent to treat a moderately calcified lesion with 50% stenosis in the left mid superficial femoral artery. The artery diameter was 6mm and lesion length 75mm. There were no abnormalities reported in relation to anatomy. A 6f non-medtronic sheath was used. No embolic protection used. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU. It was reported that physician was unable to deploy the stent. There was no resistance encountered during delivery to lesion. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure and the lock-pin was removed. The lesion was pre-dilated. No excessive force used. The device was safely removed from the patient. It was noted that stent struts were exposed. The procedure completed with a non-medtronic stent. There were no patient symptoms or complications associated with t his event. There was no injury to the patient.